Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the patient was insufficiently warming on the device. The target temperature was 36.5c, the patient's temperature was 35.1c, and the patient was set to rewarm at 0.5c/hr. The nurse stated that according to the time, the patient should have reached the target temperature. She stated that there were no alarms, but the flow rate was suboptimal, the water temperature was 35c, and the trend indicator was pointing up. Per troubleshooting, the helpline stated that during the call the water temperature rose to 40c and the patients temperature increased to 35.4c with no device manipulation. It was explained that the device was responding appropriately and for the nurse to call back if the device alarmed. Additional information was received from nurse ken on 19oct2018. He stated that the patient completed therapy on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was insufficiently warming on the device. The target temperature was 36.5c, the patient's temperature was 35.1c, and the patient was set to rewarm at 0.5c/hr. The nurse stated that according to the time, the patient should have reached the target temperature. She stated that there were no alarms, but the flow rate was suboptimal, the water temperature was 35c, and the trend indicator was pointing up. Per troubleshooting, the helpline stated that during the call the water temperature rose to 40c and the patients temperature increased to 35.4c with no device manipulation. It was explained that the device was responding appropriately and for the nurse to call back if the device alarmed. Additional information was received from nurse (B)(6) on (B)(6) 2018. He stated that the patient completed therapy on the device.